Manufacturer narrative:
(B)(4) . The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Three days after the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis and treatment for the event were not reported. Dianeal therapies were ongoing. At the time of this report, the patient was recovering from the event. There was no patient injury or medical intervention associated with this event. No additional information is available.